Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the device was not working (no power) on the halogen light source. There was no patient involvement or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the shipping history was unable to be confirmed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the event occurred due to a defective lamp socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The device was returned to olympus for evaluation and the customer¿s allegation was reproduced and found that there was no light when the device was turned on due to a defective cable. It is most likely that wear and tear damage is caused with increasing use/time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.